Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 (mg/dl). Customer administered an insulin injection to treat the bg level, and reverted to insulin injections for diabetes management. Recommendation was made to consult with health care provider to discuss diabetes management.